Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: dates: (B)(6) 2012, inratio: 4.0, 2.2; (B)(6) 2012, 1.5, lab: 1.4. Time between testing was four minutes, customer used a different finger stick. Customer was milking the finger on that date ((B)(6) 2012). Pt's therapeutic range is 2 - 3. Pt had bruising.

Manufacturer narrative:
Customer was milking the finger on the first test on (B)(6) 2012. Per product user guide - precautions and warnings, "do not user repetitive pressure to collect the sample." Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.5, reference: 1.4, mean: 1.45, confidence limits: (1.1 - 1.9). The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 4, 2nd inr: 2.2, mean: 3.1, sd: 1.27, %cv: 41.06. Since % cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot 272729. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Customer's improper operation technique may affect test accuracy. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, (B)(4). Strip lot complaint has strip code (B)(4) which brick lot number 257210 was assigned and packaged into strip lot numbers (272729 and 272566). (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.